Event description:
Prtr has a symphonix soundbridge device implanted in right ear, rptr was in original study. Rptr rec'd the current audioprocessor in 2003. Upon receipt of the device, it did not work and was sent for repairs. At that time symphonix was in the process of being brought out by medel. Rptr was sent another device while this one was being repaired. Six mos later, rptr rec'd the defective device. Four mos later, the device failed. It took several phone calls to determine how to go about having this device repaired, as symphonix no longer exists. After obtaining information, the device was mailed to medel. Medel then had to send the device out of the country for repairs. Rptr was without the device for a minimum of six weeks, there were issues surrounding customs. Upon with the device feedbacking. Rptr has called medel to let them know, but to no avail. This morning, rptr awoke to discover that the device will not work at all, despite putting in different batteries, rptr believes that this device has been defective all along and was never fixed correctly. Rptr is presently awaiting for medel to contact them about repairs. However, the FDA needs to be aware of the difficulty in having repairs done and that the reliability of this device is very poor, especially considering the cost. It is rptr's understanding that medel is currently attempting to obtain FDA approval for this device.